Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with an unspecified balloon. The 3.5x32mm promus element coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent was damaged.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: visual examination of the returned device revealed shaft kinks at approximately 42.5mm and 100mm distal to the strain relief. A strut on the distal edge of the stent was raised. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).